Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse found the gray scope connector disassembled. The connector was reassembled and repaired. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that one gray scope connector in the basin is broken. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents¿ the root cause was not determined. Probable causes that could lead to the reported event include that stress or impact was added to the connector by the user handling and the accumulated stress could have caused the breakage.